Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). The impedance measurement had increased gradually. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined. A noise was also observed which was oversensed but no inappropriate shocks were reported. The patient is also not pacer dependent. The physician turned off the tachy therapy to prevent inappropriate shocks. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information obtained that the cause of high oor pacing lead impedance was not determined although suspected of a lead fracture. The device was previously reprogrammed and rv threshold has been elevated. Further, ts programmed tachy therapy off and discussed that it looks like patient came into office which reset condition. The physician does not want any further intervention as of the moment and continue normal follow-up. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.